Manufacturer narrative:
A product sample has been received and it is awaiting investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that air did not mix when using a three way stopcock during a vitreoretinal procedure. The product was replaced and the procedure was completed without consequences to the patient.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, a device history record and lot history could not be reviewed. The customer did not return all products associated with the event for a full evaluation. One yellow stopcock was returned and visually inspected. No obvious defects were observed. All missing components including cassette was replaced with those from labstock to continue functional testing. A console representing the current software version was used to test the sample. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. With the infusion on, the stopcock was positioned off and flow stopped; when it was turned to the on-position fluid flowed as it should. No anomalies were observed. The root cause could not be established with the information available as the customer did not return all components associated with this complaint sample, a full evaluation could not be performed. The customer's report could not be replicated during testing and the returned sample functioned per specifications. (B)(4).